Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via (B)(6) that they experienced a high blood glucose level of 406 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was not performed. The quickset with tubing was disconnected from the cannula. The product was not returned for analysis.